Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site.based on the reported information, there did not appear to have been any defect of the device during use. The lot history record review of the reported lot numbers showed no discrepancies that might have contributed to the reported experience. Reference: (B)(4).

Event description:
Medtronic (covidien) received information through clinical data review that the patient experienced headache as the mechanical thrombectomy (mt) device made a second pass within the treating vessel. 2mg midazolam was administrated which resolved the event. The mt device achieved thrombolysis in cerebral infarction (tici) 3 and arterial occlusive lesion (aol) 3. The procedure completed with no procedure complication. The patient was reported to be doing well with modified rankin scalem 0 and (B)(6) 0 the initial nihss was 5.